Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer stated that the cannula was bent and customer had issues with scar tissue. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode of insulin pump was inactive. Customer was treated with insulin pen. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.